Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left-side essure seen in the fallopian tube. Right-side essure not visualised") and back pain ("back pain") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of elective abortion (surgical). As concurrent condition the report mentioned overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011 she experienced pregnancy with contraceptive device ("unwanted pregnancy"). Essure was removed on (B)(6) 2023. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), back pain (seriousness criterion intervention required), thyroid disorder ("thyroid gland dysfunction"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), cardiovascular disorder ("poor blood circulation"), asthenia ("asthenia"), mobility decreased ("mobility difficulties"), rheumatic disorder ("rheumatological disorders"), muscle disorder ("muscle disorder") and urinary incontinence ("urinary leakage on exertion "). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). At the time of the report, the back pain was resolving and the mobility decreased had not resolved. The outcomes for device dislocation, thyroid disorder, arthralgia, myalgia, neck pain, fatigue, cardiovascular disorder and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, myalgia, neck pain, back pain, fatigue, cardiovascular disorder, pregnancy with contraceptive device, asthenia, mobility decreased, device dislocation, rheumatic disorder, muscle disorder or urinary incontinence. The reporter commented: laparoscopic placement of tubal clips in (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.172 kg/sqm. [Ultrasound pelvis] on (B)(6) 2023: transonic urinary bladder, with regular and thin walls median uterus, anteverted, measuring 94 mm on the long axis its contours are regular. The endometrium is 3-mm thick, by considering both layers. We find the two tubal implants visible at the junction of the uterine body and the fallopian tubes on both sides. The left ovary is the site of cystic formations of functional appearance no right adnexal abnormality. No effusion in douglas¿ pouch. Normal ultrasound appearance of both kidneys. Conclusion: tubal implants visible and in modal position on both sides. [X-ray] (date unknown): he 2 clips are seen: left-side essure seen in the fallopian tube. Right-side essure not visualised. Exploration of the abdominal cavity: the diaphragmatic domes are healthy. No suspicious lesions. Douglas¿ pouch (cul de sac) is free. No adhesions or endometriotic lesions were found. No effusion was found. Right adnexa: clip visible on the proximal part of the fallopian tube, ovary with healthy appearance. Left adnexa: clip visible on the proximal part of the fallopian tube with end of essure device within it. Performance of a left salpingectomy and cornuectomy, step by step, by coagulation and section. Removal of the part with visualisation of the essure device, appearing to be complete. We perform the same operation contralaterally. Coagulation and section up to the uterine horn. Removal of the fallopian tube not containing a device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: upon receiving a new follow-up information, it was confirmed that cases 2024a025534 & 2024a002231 are duplicates of each other. All information from deletion case 2024a025534 including source documents, events (rheumatological disorders , muscle disorders & urinary leakage on exertion ), reporters, medical history, product & patient details has been transferred to retention case. (Med-watch 3500a MFR number 2951250-2024-00141). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011 she experienced pregnancy with contraceptive device ("unwanted pregnancy"). Essure was removed on (B)(6) 2023. On unknown date she experienced back pain (seriousness criterion intervention required), thyroid disorder ("thyroid gland dysfunction"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), cardiovascular disorder ("poor blood circulation"), asthenia ("asthenia") and mobility decreased ("mobility difficulties"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). At the time of the report, the back pain was resolving and the mobility decreased had not resolved. The outcomes for thyroid disorder, arthralgia, myalgia, neck pain, fatigue, cardiovascular disorder and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, myalgia, neck pain, back pain, fatigue, cardiovascular disorder, pregnancy with contraceptive device, asthenia or mobility decreased. The reporter commented: laparoscopic placement of tubal clips in 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Ultrasound pelvis] on (B)(6) 2023: transonic urinary bladder, with regular and thin walls median uterus, anteverted, measuring 94 mm on the long axis its contours are regular. The endometrium is 3-mm thick, by considering both layers. We find the two tubal implants visible at the junction of the uterine body and the fallopian tubes on both sides. The left ovary is the site of cystic formations of functional appearance no right adnexal abnormality. No effusion in douglas¿ pouch. Normal ultrasound appearance of both kidneys. Conclusion: tubal implants visible and in modal position on both sides. [X-ray] (date unknown): he 2 clips are seen: left-side essure seen in the fallopian tube. Right-side essure not visualised. Exploration of the abdominal cavity: the diaphragmatic domes are healthy. No suspicious lesions. Douglas¿ pouch (cul de sac) is free. No adhesions or endometriotic lesions were found. No effusion was found. Right adnexa: clip visible on the proximal part of the fallopian tube, ovary with healthy appearance. Left adnexa: clip visible on the proximal part of the fallopian tube with end of essure device within it. Performance of a left salpingectomy and cornuectomy, step by step, by coagulation and section. Removal of the part with visualisation of the essure device, appearing to be complete. We perform the same operation contralaterally. Coagulation and section up to the uterine horn. Removal of the fallopian tube not containing a device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. The most recent information was received on 20-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("left-side essure seen in the fallopian tube. Right-side essure not visualised") and back pain ("back pain") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On 01-apr-2009, the patient had essure inserted. In 2011 she experienced pregnancy with contraceptive device ("unwanted pregnancy"). Essure was removed on 23-oct-2023. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), back pain (seriousness criterion intervention required), thyroid disorder ("thyroid gland dysfunction"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), cardiovascular disorder ("poor blood circulation"), asthenia ("asthenia") and mobility decreased ("mobility difficulties"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). At the time of the report, the back pain was resolving and the mobility decreased had not resolved. The outcomes for device dislocation, thyroid disorder, arthralgia, myalgia, neck pain, fatigue, cardiovascular disorder and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, myalgia, neck pain, back pain, fatigue, cardiovascular disorder, pregnancy with contraceptive device, asthenia, mobility decreased or device dislocation. The reporter commented: laparoscopic placement of tubal clips in 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Ultrasound pelvis] on 26-sep-2023: transonic urinary bladder, with regular and thin walls median uterus, anteverted, measuring 94 mm on the long axis its contours are regular. The endometrium is 3-mm thick, by considering both layers. We find the two tubal implants visible at the junction of the uterine body and the fallopian tubes on both sides. The left ovary is the site of cystic formations of functional appearance no right adnexal abnormality. No effusion in douglas¿ pouch. Normal ultrasound appearance of both kidneys. Conclusion: tubal implants visible and in modal position on both sides. [X-ray] (date unknown): he 2 clips are seen: left-side essure seen in the fallopian tube. Right-side essure not visualised. Exploration of the abdominal cavity: the diaphragmatic domes are healthy. No suspicious lesions. Douglas¿ pouch (cul de sac) is free. No adhesions or endometriotic lesions were found. No effusion was found. Right adnexa: clip visible on the proximal part of the fallopian tube, ovary with healthy appearance. Left adnexa: clip visible on the proximal part of the fallopian tube with end of essure device within it. Performance of a left salpingectomy and cornuectomy, step by step, by coagulation and section. Removal of the part with visualisation of the essure device, appearing to be complete. We perform the same operation contralaterally. Coagulation and section up to the uterine horn. Removal of the fallopian tube not containing a device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification event device dislocation added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2011 she experienced pregnancy with contraceptive device ("unwanted pregnancy"). Essure was removed on (B)(6) 2023. An unknown time later she experienced back pain (seriousness criterion intervention required), thyroid disorder ("thyroid gland dysfunction"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), cardiovascular disorder ("poor blood circulation"), asthenia ("asthenia") and mobility decreased ("mobility difficulties"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). At the time of the report, the back pain was resolving and the mobility decreased had not resolved. The outcomes for thyroid disorder, arthralgia, myalgia, neck pain, fatigue, cardiovascular disorder and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, myalgia, neck pain, back pain, fatigue, cardiovascular disorder, pregnancy with contraceptive device, asthenia or mobility decreased. The reporter commented: laparoscopic placement of tubal clips in 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Ultrasound pelvis] on (B)(6) 2023: transonic urinary bladder, with regular and thin walls median uterus, anteverted, measuring 94 mm on the long axis its contours are regular. The endometrium is 3-mm thick, by considering both layers. We find the two tubal implants visible at the junction of the uterine body and the fallopian tubes on both sides. The left ovary is the site of cystic formations of functional appearance no right adnexal abnormality. No effusion in douglas¿ pouch. Normal ultrasound appearance of both kidneys. Conclusion: tubal implants visible and in modal position on both sides. [X-ray] (date unknown): the 2 clips are seen: left-side essure seen in the fallopian tube. Right-side essure not visualised. Exploration of the abdominal cavity: the diaphragmatic domes are healthy. No suspicious lesions. Douglas¿ pouch (cul de sac) is free. No adhesions or endometriotic lesions were found. No effusion was found. Right adnexa: clip visible on the proximal part of the fallopian tube, ovary with healthy appearance. Left adnexa: clip visible on the proximal part of the fallopian tube with end of essure device within it. Performance of a left salpingectomy and cornuectomy, step by step, by coagulation and section. Removal of the part with visualisation of the essure device, appearing to be complete. We perform the same operation contralaterally. Coagulation and section up to the uterine horn. Removal of the fallopian tube not containing a device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4) on 03-jan-2024. The most recent information was received on 27-apr-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left-side essure seen in the fallopian tube. Right-side essure not visualised") and back pain ("back pain") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of elective abortion (surgical). As concurrent condition the report mentioned overweight. On (B)(6) 2009, the patient had essure inserted. In 2011 she experienced pregnancy with contraceptive device ("unwanted pregnancy"). On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), back pain (seriousness criterion intervention required), thyroid disorder ("thyroid gland dysfunction"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), cardiovascular disorder ("poor blood circulation"), asthenia ("asthenia"), mobility decreased ("mobility difficulties"), rheumatic disorder ("rheumatological disorders"), muscle disorder ("muscle disorder") and stress urinary incontinence ("urinary leakage on exertion "). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2023. At the time of the report, the back pain was resolving and the mobility decreased had not resolved. The outcomes for device dislocation, thyroid disorder, arthralgia, myalgia, neck pain, fatigue, cardiovascular disorder and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, myalgia, neck pain, back pain, fatigue, cardiovascular disorder, pregnancy with contraceptive device, asthenia, mobility decreased, device dislocation, rheumatic disorder, muscle disorder or stress urinary incontinence. The reporter commented: laparoscopic placement of tubal clips in 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.172 kg/sqm. [Ultrasound pelvis] on (B)(6) 2023: transonic urinary bladder, with regular and thin walls median uterus, anteverted, measuring 94 mm on the long axis its contours are regular. The endometrium is 3-mm thick, by considering both layers. We find the two tubal implants visible at the junction of the uterine body and the fallopian tubes on both sides. The left ovary is the site of cystic formations of functional appearance no right adnexal abnormality. No effusion in douglas¿ pouch. Normal ultrasound appearance of both kidneys. Conclusion: tubal implants visible and in modal position on both sides. [X-ray] (date unknown): he 2 clips are seen: left-side essure seen in the fallopian tube. Right-side essure not visualised. Exploration of the abdominal cavity: the diaphragmatic domes are healthy. No suspicious lesions. Douglas¿ pouch (cul de sac) is free. No adhesions or endometriotic lesions were found. No effusion was found. Right adnexa: clip visible on the proximal part of the fallopian tube, ovary with healthy appearance. Left adnexa: clip visible on the proximal part of the fallopian tube with end of essure device within it. Performance of a left salpingectomy and cornuectomy, step by step, by coagulation and section. Removal of the part with visualisation of the essure device, appearing to be complete. We perform the same operation contralaterally. Coagulation and section up to the uterine horn. Removal of the fallopian tube not containing a device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. The most recent information was received on 17-may-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left-side essure seen in the fallopian tube. Right-side essure not visualised") and back pain ("back pain") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of elective abortion (surgical). As concurrent condition the report mentioned overweight. On (B)(6) 2009, the patient had essure inserted. In 2011, she experienced pregnancy with contraceptive device ("unwanted pregnancy"). On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), back pain (seriousness criterion intervention required), thyroid disorder ("thyroid gland dysfunction"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), fatigue ("chronic fatigue"), cardiovascular disorder ("poor blood circulation"), asthenia ("asthenia"), mobility decreased ("mobility difficulties"), rheumatic disorder ("rheumatological disorders"), muscle disorder ("muscle disorder") and stress urinary incontinence ("urinary leakage on exertion"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (bilateral salpingectomy and cornuectomy). At the time of the report, the back pain was resolving and the mobility decreased had not resolved. The outcomes for device dislocation, thyroid disorder, arthralgia, myalgia, neck pain, fatigue, cardiovascular disorder and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, myalgia, neck pain, back pain, fatigue, cardiovascular disorder, pregnancy with contraceptive device, asthenia, mobility decreased, device dislocation, rheumatic disorder, muscle disorder or stress urinary incontinence. The reporter commented: laparoscopic placement of tubal clips in 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.172 kg/sqm. [Ultrasound pelvis] on (B)(6) 2023: transonic urinary bladder, with regular and thin walls median uterus, anteverted, measuring 94 mm on the long axis its contours are regular. The endometrium is 3-mm thick, by considering both layers. We find the two tubal implants visible at the junction of the uterine body and the fallopian tubes on both sides. The left ovary is the site of cystic formations of functional appearance no right adnexal abnormality. No effusion in douglas¿ pouch. Normal ultrasound appearance of both kidneys. Conclusion: tubal implants visible and in modal position on both sides. [X-ray] (date unknown): he 2 clips are seen: left-side essure seen in the fallopian tube. Right-side essure not visualised. Exploration of the abdominal cavity: the diaphragmatic domes are healthy. No suspicious lesions. Douglas¿ pouch (cul de sac) is free. No adhesions or endometriotic lesions were found. No effusion was found. Right adnexa: clip visible on the proximal part of the fallopian tube, ovary with healthy appearance. Left adnexa: clip visible on the proximal part of the fallopian tube with end of essure device within it. Performance of a left salpingectomy and cornuectomy, step by step, by coagulation and section. Removal of the part with visualisation of the essure device, appearing to be complete. We perform the same operation contralaterally. Coagulation and section up to the uterine horn. Removal of the fallopian tube not containing a device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.